Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely calcification, moderately tortuous proximal to mid left anterior descending (lad). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated to 12atm for 30 seconds. After predilatation, the lesion was ablated with a rota 1.5mm device and ivus was performed around calcification lesion. The physician attempted to place a 2.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed the distal edge of the stent slightly lifted up. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited.